Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple intermittent altitude alarms. Reportedly, there have been temporary delays in clearing the altitude alarms. However, the customer has been able to clear the alarms, reload cartridge, and resume insulin delivery. The customer reported blood glucose levels ranging from no impact to 500 (mg/dl) with medium ketones. Customer administered a manual injection to stabilize bg level. Customer indicated that the current pump or mdi will be used as backup therapy until replacement pump is received.